Event description:
It was reported by service report that the bed exit would not work and the bed was stuck in high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: incorrect footboard installed on bed. Conclusion: compatible footboard placed on bed.